Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump batteries drain quickly and do not last more than one week. Customer also indicated that time set feature does not work on the pump and the pump alarmed unexpected restart and battery out limit alarms. The customer's blood glucose reading was 125 mg/dl at the time of incident. Troubleshooting found that the alarms cannot be cleared. The customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.